Event description:
It was reported that the consumer was dissatisfied with her visual outcome after a bilateral implant of (B)(4) lens. This report is for the 17.00 diopter lens. The lens was explanted approx 2 weeks post implantation and a multi focal lens was used as a replacement. The specific reason for explant has not been provided. Add'l info has been requested but has not been received. Please reference MDR# 1119279-2011-00230 for the other iol.

Manufacturer narrative:
The iol was requested, but it has not been received for eval. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.